Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported the xen 45 gel stent "retractor didn't fully deploy" during attempted implantation in the right eye. No patient injury occurred and a backup device was used.